Event description:
This lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2010 due to infection. Physician was (B)(6) in canada. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).